Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op, the atrial lead's p-waves had dropped in size. A revision procedure was performed, and physician only needed to add additional slack to the lead. The lead remains in use. No patient complications have been reported as a result of this event.